Event description:
Healthcare professional reported patient reported to the clinic to receive hemodialysis on the baxter sps 1550 device. Hcp reported post-treatment weight was 1 lb less than pre-treatment and goal set on device to be removed was 3.0 kg. Hcp reported the treatment was uneventful; however, following treatment hcp checked their weight and their weight indicated only 1 pound had been removed. Hcp stated pt did not exhibit any adverse signs or symptoms. Hcp reported pt did not drink anything during treatment and had eaten a sandwich. Hcp reported their blood pressure remained stable during treatment, initial blood pressure was 123/74 and following treatment blood pressure was 110/86. Pt did state their wedding ring was not as tight following treatment. There was no medical intervention, no patient injury resulted from this event and no additional treatments as a result of this event. Hcp reported pt has since reported to the clinic for hemodialysis and no further problems to report. Pt left the clinic ambulatory, alert and oriented.